Event description:
It was reported that the user experienced leaking insulin cartridges at the connection between the cartridge and the pump, followed by difficulty observing drops during the press-and-hold test while the pump advanced dosing, which led the user to revert to subcutaneous insulin injections and later attempt to resume pump therapy. Customer care provided support that included guided remote troubleshooting, and a subsequent supply change that produced visible drops and allowed delivery to resume. Investigation of this case revealed leakage consistent with a connection interface issue that was not reproduced with new supplies after chamber cleaning and correct assembly. Symptoms included thirst consistent with hyperglycemia. Outcomes included the need for backup therapy and product replacement. It was concluded that the event was related to a suspected supply or connection issue that resolved with replacement supplies and proper setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.